Event description:
It was reported that the pump battery was depleting too quickly, leading to a shutdown. The impact on blood glucose level was unknown, as there was no information on whether blood glucose levels exceeded 500 mg/dl. The customer was educated about the effects of the pump resetting, including the reset of insulin on board and max hourly bolus to zero. The customer understood and was able to resume insulin use.